Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the procedure was not aborted and continued without navigation. It was noted that there was approximately a 30 minute delay to the procedure and there were no adverse consequences to the patient as a result.

Manufacturer narrative:
Analysis found on nav with pcoip s8- analysis determined there was computer component damaged. Cpu malfunction. The computer will not boot. The screen shows a "no video detected" message. B01, c07, d02 applicable codes. Lot # updated from null to 1907c01213 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer was replaced. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: 9735764, serial/lot #: unknown. The manufacturer representative (rep) arrived on site and the original behavior was occurring. The main cart displayed no video, camera cart was on unable to connect to ip screen. Both systems had the blue power light illuminated: switched "bad" camera cart to connect to another main cart. When we did this, the original main cart began working when not connected to anything. The "bad" camera cart was also working with another main cart. Connected the "bad" camera cart back to the "bad" main cart. Main cart continued to display video. Camera cart was unable to connect. Main cart was able to navigate through the software. Self test looked normal. Connected "bad" camera cart back to the good main cart and it immediately connected and displayed video. Swapped "good" umbilical cable to try with both "bad" carts and it worked. Connected "good" camera cart to "bad" main cart and powered up, but it would not connect. Shutdown "bad" main cart with "good" camera cart, power cycled, booted back up and it connected normally. The only thing the rep thinks that she did different than what was discussed on the phone, was that the dc in the cable for the main cart monitor looks smashed, so she resat that at some point. Unknown if that was causing a short or if it's related to the original issue at all. At this point, we were unable to replicate the initial behavior. Both carts would work normally with all configurations possible between "good" and "bad" systems, including swapping the umbilical. Put covers back on both systems and still were unable to replicate the issue. We had to reboot the system a minimum 5 times and it would boot up successfully each time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the site's navigation system was displaying no signal on the main cart monitor and the pcoip attempting to connect box on the camera cart. The site had rebooted multiple times,  tried reconnecting the interconnect cable, acknowledging the camera cart connection message and cancelling out the camera cart connection message without resolution. The site claimed the patient exams loaded on this system last night. The patient is present and intubated. Technical services (ts) confirmed both carts have blue power buttons illuminated and walked through discharging the system during the hard reboot. The same behavior noted upon boot up, the site declines having another navigation system on site, the surgeon states they cannot proceed without navigation. Navigation was aborted.